Event description:
It was reported that during device follow-up the device showed that it went to elective replacement indicator (eri) and the device lasted less than 5 years. Premature battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis revealed the device longevity and battery data showed that the device went to elective replacement indicator on (B)(4) 2013. Concomitant therapy: 5076-52 implantable pacing lead: implanted: (b)96) 2008. (B)(4).

Manufacturer narrative:
Product summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement, jonesl2 (B)(6) 2013: performance data collected from the device was received and analyzed. Analysis revealed the device longevity and battery data showed that the device went to elective replacement indicator on (B)(6) 2013. (B)(4).